Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report (B)(4). Edwards received notification that a (B)(6) patient with a 25mm magna valve implanted in aortic position underwent a re-intervention for a valve-in-valve (viv) procedure due to valve degeneration leading to regurgitation after an unknown implant duration. The patient was experiencing shortness of breath prior valve replacement. A 26mm sapien 3 valves was successfully implanted in replacement without any adverse event or complication. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.